Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: evaluation of the system monitor confirmed the reported event of the touch screen not responding. The touchscreen re-calibration was performed and resolved the event. The system monitor was repaired and returned to the customer's site. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 14apr2005. The unit was issued to the rental / loaner pool on 03mar2006. The unit was manufactured on 31mar2005. Heartmate ii instructions for use revision b states if the system monitor does not function, please contact thoratec for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor screen was frozen and not responsive. The ventricular assist device (vad) coordinator turned the system monitor screen off and on but the screen remained frozen.